Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v689334, implanted: (B)(6) 2011, product type lead.

Event description:
It was reported that ¿all of the sudden¿ in the two months prior to the report the patient was having an issue urinating when stimulation was on. It was noted that the patient was having dribbling and pain was in the vagina and on the left side of the pelvic area. It was reported that there was no known accident or incident related to the complaint. The reporter stated that this occurred when stimulation was on, and the patient turned stimulation off for two weeks and the patient didn¿t have the same symptoms. It was reported that the patient had an intermittent shocking or jolting sensation in the upper left shoulder and the patient also felt it when she was in the bathtub. It was noted that ¿after two weeks it was turned off with no symptoms¿ and the patient turned stimulation back on and symptoms started again. The reporter stated that the patient had not contacted her healthcare provider and the patient wondered if weight loss might impact the stimulation. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was later reported that there were no abnormal impedance measurements, the cause of the event was unknown, and another program was tried on (B)(6) 2013. It was noted that the patient did not require hospitalization.